Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: cystocele, rectocele, sui. It was reported that following insertion the patient experienced pain, recurrent infection, urinary retention, urethral discomfort, and unable to naturally lubricate her vagina. It was reported that patient underwent mesh removal on (B)(6) 2013, due to pain and discomfort in pelvic area, and multiple recurring infections.

Manufacturer narrative:
Date sent to FDA: 10/07/2016.